Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during balloon angioplasty in a patient with 80% stenosis of the mca (middle cerebral artery) with severe calcification and tortuosity, there was resistance while advancing the subject guidewire and the outer body of the distal tip of the subject guidewire fractured while manipulating to pass the lesion. The fractured subject guidewire fragment was removed from the patient vasculature using a snare device. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during balloon angioplasty in a patient with 80% stenosis of the mca (middle cerebral artery) with severe calcification and tortuosity, there was resistance while advancing the subject guidewire and the outer body of the distal tip of the subject guidewire fractured while manipulating to pass the lesion. The fractured subject guidewire fragment was removed from the patient vasculature using a snare device. The physician replaced the subject device with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The device was received. The reported lot number was confirmed from the packaging label. During visual/microscopic inspection, the guidewire was noted to be kinked/bent at 105cm and 135.5cm from the proximal end. The guidewire was noted to be broken/fractured at 288.8cm from the proximal end. The distal end of the guidewire was not returned. The hydrophilic coating was hydrated and there were no anomalies noted. The functional test could not be performed as the device was damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy was severely tortuous, a microcatheter was used in conjunction with the subject guidewire, the guidewire tip was not shaped, there was no friction/resistance encountered during the procedure, the fractured guidewire fragment was removed from the patient vasculature using a snare device, the patient's anatomy was severely tortuous, there was over 80% stenosis present preoperatively at the target lesion and the calcification segment spread for more than 10mm. During analysis, the guidewire was noted to be kinked/bent at 105cm and 135.5cm from the proximal end and the nitinol tubing was broken/fractured at 288.8cm from the proximal end. The core wire and platinum wire were exposed and the distal tip fragment was not returned. While the reported event of guidewire difficult to advance could not be confirmed, the analysis results are consistent with the reported event. Based on the information provided and analysis of the returned device, it is probable that procedural and/or anatomical factors (narrow lesion, tortuous vessel, and long calcified segment) contributed to the reported event. In the physician's opinion, the lesion was too narrow, the vessel was tortuous, and the calcification segment was long. Therefore, when the guidewire was manipulated forward, the tension was not released and during advancement, the guidewire fractured because of the tension. An assignable cause of procedural factors will be assigned to the as reported and as analyzed event of guidewire distal tip broken/fractured during use and the as reported guidewire difficult to advance since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. An assignable cause of handling damage will be assigned to the as analyzed event of guidewire kinked/bent since this damage is associated with handling of the device during the clinical procedure, upon removal of the device from the packaging, or preparation of the device prior to use.